Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The dentist reported that 10 days after two dental implants were installed in patient¿s mouth, they had to be removed because the patient was in pain. Thirty-five (35) ncm of primary stability was achieved and immediate load was not performed. The patient presented bone type ii.